Event description:
It was reported that during a latarjet surgery when turned on with a new battery, the spider arm will come unlocked and drop. The procedure was completed with the physician holding the arm, with no delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the unit was received pressurized. Functional testing revealed that the unit pressurized with a good test battery using the power switch. It passed the weight test. The limbs were manipulated after utilizing the customer footswitch. The unit was de-pressurized several times via the drape switch test fixture and set up switch. The printed circuit board was checked and verified as working. All electrical connections were checked as good. The mounts of the set-up, main, foot and drape switches were secure. Each switch was manipulated to try and produce a sudden de-pressurization. The electrical connections of the pcb were manipulated to try to produce a failure. The unit was lightly tapped in multiple areas with a plastic mallet to create a failure. The unit stayed pressurized. The two returned batteries were tested as good. The complaint wasn¿t verified and the root cause couldn¿t be determined since the reported malfunction couldn¿t be duplicated during functional testing. The instructions for use document is recommended to be referenced in regards to the indicator light as it relates to battery energy and also the battery charging section for correctly charging the battery. The instructions for use document should also be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals. If a depleted battery is used, it may have enough power to depressurize the spider2, but if it is depleted enough and any switch is released to re-pressurize, the unit will not have enough power to pressurize. The unit would then give the impression of an ¿arm drop¿. A fully charged battery can actually be completely removed and the unit will not have an ¿arm drop¿.